Event description:
It was reported that the right ventricular lead had high impendance, high thresholds and an apparent conductor fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4) no anomalies found. Partial lead in segments returned and analyzed. Additional findings of defib conductor distorted, outer insulation cosmetic environmental stress cracking, outer insulation torn and outer insulation cosmetic depression.